Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes . Section d9: date returned to manufacturer: jan 12, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the lens was cut into three pieces with a portion of the lens missing. No further issues were identified on the remaining portions of the lens. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded multifocal intraocular lens (iol) was implanted in the left eye, the patient experienced dysphotopsia. The lens was subsequently explanted in a secondary surgery. Another johnson and johnson iol was implanted as replacement; same model, different diopter of 23.0. There were no unplanned surgical interventions and no additional medications outside the standard of care were required. There was no patient injury. It was reported that the device caused or contributed to the event. The current patient status is unknown. No further information was provided.